Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that on (B)(6) 2019 the patient had a successful catheter revision. The tip of the catheter was found out of the intrathecal space in the lumbar region. Upon opening the incision where the catheter was anchored, the anchor was found to be still securely sutured in place. The existing anchor was removed along with a portion of the spinal segment of the catheter. The existing pump segment was tested and had good flow. A new spinal segment was implanted and connected to the existing pump segment. Once connected, the catheter was aspirated and had a good csf (cerebrospinal fluid) return. A priming bolus was programmed, and the hcp decreased the patient¿s 24-hour dose from 1.7984 mg to 0.4993 mg per day. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine 7.5 mg/ml at 1.7984 mg/ day via an implantable pump. The indication for use was non-malignant pain. The patient¿s medical history included chronic back pain. On (B)(6) 2019 the patient stated that her pump was not helping her pain. The physician had increased her doses and it still did not help her pain. The patient was unsure of the exact date that her pain began to increase and be less controlled by the pump. The patient had no falls or injuries in regards to if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the healthcare provider¿s office increased her pump dose several times and added flex dosing, which has not helped her pain. On (B)(6) 2019 a catheter study was performed. During the catheter study they could not aspirate the catheter. An x-ray showed that the tip of the catheter was in the lumbar region and out of the in tracheal space. The patient would be scheduled for a catheter revision. Surgical intervention did not occur but was planned and had not been scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.